Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient's left knee was revised due to internal rotation of the femoral component and tibial baseplate, leading to tracking issues with the patient's native patella (confirmed that the implants were implanted that way, not that they migrated). Rep confirmed there were no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.